Event description:
Same case as MFR report #: 2134265-2010-03451 it was reported that during preparation for a percutaneous coronary interventional treatment procedure, a wire break occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous distal right coronary artery. The physician was testing the 1.75mm rotalink plus unit on the floppy rotawire guide wire, and the wire detached. The physician then tried to insert a new wire into the same 1.75mm rotalink plus unit, however that was unsuccessful. The physician completed the procedure with a new rotalink plus unit and a new rotawire guide wire. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: an examination of the rotablator plus unit was carried out. No cuts or kinks were noted on catheter sheath and coil. An attempt was made to insert a test guidewire into the device but this was unsuccessful. The guidewire was not able to be inserted into the burr at the distal end of the catheter. The guidewire was reverse loaded from the advancer to the burr and again it was unable to be fully loaded past the burr. A microscopic analysis of the burr was carried out; it was found to be blocked by a piece of a guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be use/user error. The dfu states: 'never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could results in distal detachment and embolization of the tip.' (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03451. It was reported that during preparation for a percutaneous coronary interventional treatment procedure, a wire break occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous distal right coronary artery. The physician was testing the 1.75mm rotalink plus unit on the floppy rotawire guide wire, and the wire detached. The physician then tried to insert a new wire into the same 1.75mm rotalink plus unit, however that was unsuccessful. The physician completed the procedure with a new rotalink plus unit and a new rotawire guide wire. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
(B)(4)